Event description:
There was a report of hospitalization received for a customer via e-mail. The reason for hospitalization was due to diabetes ketoacidosis. It also stated about a kinked infusion set. We have attempted to follow-up with the customer three times but there was no answer. We left a message with our contact details on the customer's voicemail. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.